Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). A manufacturing record evaluation was performed for the finished device lot number mgr958, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did the glass penetrate the user¿s skin? Yes the glass penetrated the users skin causing a small laceration. What was done to treat the shard penetration? Standard cut and sharps injury protocol was taken. Was medical or surgical intervention required? Standard cut and sharps injury protocol was taken. Was there any special diagnostic test performed? N/k. What is the status of the surgeon injury today? Dr is now healed. Is the device available to be returned for evaluation? If so, please provide the status of the return product, and any available tracking information. Device is available for return, currently organizing collection with customer. Did this event occurred start/mid procedure, while use on patient? Start of procedure away from immediate vicinity of patient.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. At the start of the procedure away from the immediate vicinity of the patient, the glass ampoule punctured the plastic casing and injured the hand of the clinician causing a small laceration. There was a twenty minute delay in the surgery. The patient was unaffected. The clinician was treated with standard cut and sharps injury protocol. The doctor is now healed. Additional information was requested.